Event description:
It was reported that the patient underwent a posterior lumbar fusion at l5-s1. Sometime post-op it was found that the screw was broken. The patient underwent a revision surgery to remove the screw however only a portion of the screw was able to be removed. The screw shaft was left in the vertebral body. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.